Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events of rupture was received on april 23, 2025, with lot number 2909441. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and observed missing shell and orientation dot assessed as inconclusive. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. Device has been explanted.

Manufacturer narrative:
E1. Phone number continued: +(B)(6). Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. Device has been explanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. Device has been explanted.